Manufacturer narrative:
A compressor mini was reported not going into standby mode. The issue was investigated by a service engineer that got low pressure alarm. The device was opened and started to work. The original problem could not be reproduced. If low pressure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. Given this, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer' ref.#: (B)(4).

Event description:
It was reported that the compressor will not going to standby mode. Patient involvement is unknown. Manufacturer' ref.#: (B)(4).